Event description:
A 3m chemical integrator used with sterile load caused red staining onto surgical tray container. The plastic shell of the indicator has red dots with 3m printed on them, this surface is in contact with tray container, and created a light red stain approximately 2-3 cm in size. The tray and instruments were removed from field and reprocessed. Remaining product in stock from this lot is being sent to 3m for follow-up analysis. Photo of tray interior is attached. FDA safety report ID # (B)(4).